Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer (fse) found all cubies failed for half height drawer 2, accessed the back panel and observed a blinking light on drawer 2.2, shut down the station, reseated all connectors for drawers 2.1 and 2.2, rebooted the station, and successfully tested the drawers in the hardware testing application with all tests passing. The application was launched, and the customer completed inventory for drawers 2.1 and 2.2, confirming the drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 15 drawers failed to open, rendering them inaccessible. Pyxis representative assistance was required to address the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.